Manufacturer narrative:
(B)(4) has received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The illuminator was installed and tested on an in-house test system and failed with error 48238 which indicates a communication problem. Furthermore, visual inspection found that the fans were dirty. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted pyeloplasty surgical procedure, the customer experienced a non-recoverable fault indicating a communication issue with the illuminator. The vision side console (vsc) monitor displayed the message, no video signal. The customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) who provided troubleshooting assistance but the error persisted. The surgeon made the decision to convert and complete the surgical procedure using traditional laparoscopic techniques. There was no report of patient harm, adverse outcome or injury. An (B)(4) technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The tfs replaced the illuminator and reseated the cables to resolve the issue. The illuminator contains a high-intensity light source to illuminate the surgical site and the electronics for initial processing of endoscopic video.